Event description:
A report was received that the pt's precision system was explanted, as it was not working for the pt. No add'l info is available.

Manufacturer narrative:
The explanted device will not be returned to bsn for further evaluations.